Event description:
It was reported that the patient had a revision on their pocket and the reason for the revision was pain. The patient couldn¿t believe all the problems they had had with it. The patient¿s second surgery was more painful than their first surgery and they thought it would get better but it never really did. Last month it got a lot worse and the patient was not sure if the manufacturer was made aware of this at any point. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kyug, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).